Event description:
It was further reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment . There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification during incoming inspection due to a display backlight issue related to a connector on the main printed circuit board . It was also noted that output connector assembly and hanger assembly are broken. The upper case was broken. The display wire insulation was pinched but the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.